Event description:
It was reported by repair work order that the footboard had intermittent function due to damage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.